Event description:
It was reported that the patient experienced ¿persistent excruciating shocks¿ which lasted up to 30 seconds. It was noted that the shocks were ¿so strong¿ they would immobilize the patient. The shocking seemed random and not related to movement. The symptoms began around (B)(6) 2011. Additional information was requested but was not available at the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 37085-60, serial# (B)(4), product type: extension; product ID 3387s-40, lot# v530092, product type: lead; product ID 37642, serial# (B)(4), product type: programmer, patient; product ID 37601, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type: implantable neurostimulator; product ID 3387-40, lot# l75840, product type: lead; product ID 64001, lot# n251196, product type: adapter; product ID 3708660, serial# (B)(4), product type: extension. (B)(4).